Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reverted to safety mode. Additionally, the patient noted that the device had been beeping for an unknown period of time. Boston scientific technical services (ts) discussed limited therapy available in safety mode and recommended device replacement. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.